Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention; myocardial infarction; subsequent death. Device issue: no device malfunction has been reported. It was reported via a trial, that in 2009, the pt presented with nstemi which was treated via implantation of two xience v stents in the cx/lm. Fifteen days later, the pt returned with incessant ventricular tachycardia (vt). Diagnostic catheterization revealed a narrowing of the lm with thrombus in the previously placed stent in the cx. The lm was treated with balloon angioplasty and the pt was put on plavix. EKG revealed EKG abnormalities. Eight days later, the pt returned with elevated cardiac enzymes and recurrent vt with arrest requiring cardioversion. Diagnostic catheterization revealed timi 1 flow and thrombus in the mid portion of the stent in the lm, extending into the ramus/cx, lad, rca and svg to the rca. The pt underwent successful pci with aspiration and thrombectomy and balloon angioplasty to the ramus/cx. The pt experienced the following: the next day above the knee amputation; the following month gi bleed; four days later, respiratory status declined, intubated; the next day multi-system organ failure; the following day, pt expired. No additional event or pt info is available.

Manufacturer narrative:
The second xience stent (part 1009541-28, lot 9031141), is being filed under the same MFR#.